Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning at the distal edge of the proximal markerband and extending approximately 4mm distally. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this balloon is 15 atmospheres. A visual and microscopic examination found no issue with the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands that could have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, on initial inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, on initial inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.